Event description:
Consumer complaint of high blood results via wife, kathryn. Expected fasting blood glucose test result range is 84 to 90 mg/dl . Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to accucheck activa meter. Back to back blood test produced test results of 351 mg/dl using trueresult meter and 184 mg/dl using accucheck activa meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/27/2017 and open vial date is 05/06//2015. Recall test results performed from meter memory: 1: 84mg/dl, (B)(6) 2015, 07:58am, fasting: yes; 2: 182mg/dl, (B)(6) 2015, 04:04pm, fasting: yes; 3: 108mg/dl, (B)(6) 2015, 10:35am, fasting: yes; 4: 60mg/dl, (B)(6) 2015, 06:52pm, fasting: no; 5: 351mg/dl, (B)(6) 2015, 05:15pm, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product returned for evaluation: no failure detected. Most likely underlying root cause: user had inaccurate reference.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results via wife, (B)(6). Expected fasting blood glucose test result range is 84 to 90 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to accucheck activa meter. Back to back blood test produced test results of 351 mg/dl using trueresult meter and 184 mg/dl using accucheck activa meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/27/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.